Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during a pci, dr used a 5fr guideliner to help deliver a stent on a 5fr system. The guideliner snapped on the proximal end distal to the collar inside the 5fr guide while pulling it back, there was no harm to the pt, the stent was deployed successfully."

Event description:
It was reported that: "during a pci, dr used a 5fr guideliner to help deliver a stent on a 5fr system. The guideliner snapped on the proximal end distal to the collar inside the 5fr guide while pulling it back, there was no harm to the pt, the stent was deployed successfully."

Manufacturer narrative:
Qn# (B)(4). One unit of guideliner was returned for evaluation. Severe lumen damages were observed along the length of the rx lumen. This includes separation, coil deformation & displacement, lumen crimp and collar damage. Damages observed are indicative of concomitant device interaction and/or operation against resistance. Per IFU states the following warning and precaution: never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter, or vessel damage. Exercise care in handling of the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Do not withdraw an undeployed stent back into the guideliner catheter when the catheter is in the body, as it may result in dislodging the stent. Instead, simultaneously pull both the guideliner catheter and undeployed stent back into the guide and remove together additional information was requested. A response was received. Mild calcification and tortuosity of the vessel was observed. The stent size used was 2.5 x 15 mm. The model number of the stent used is unknown. Guideliner 5f ID is 0.046'(1.17mm). The crossing profile of stent catheter system for a 2.5 x1.5 mm approximately less than 1 mm. It is unlikely to be a compatibility issue. Per customer, the guideliner shaft interacted with the stent catheter system when pulled back. Stent was deployed successfully. No patient harm noted. Based on information, the most likely root cause of the issue is unintended use error. Teleflex will continue to monitor similar issues and trends.